Manufacturer narrative:
No damages or deficiencies were observed that could be determined as the root cause of the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. The external portion of the soft cannula was observed to be shortened, preventing fluid from completing the full fluid path. The timing and cause of the cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that the pod was leaking insulin. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system up1a.231005. 007.s921usqs4axl2, cloud - smartphone hardware sm-s921u, cloud - cgm sensor type g7.